Manufacturer narrative:
E1. (B)(6). Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the tube was observed to be brown in colour near its base. Additionally, 100 retention samples from bd inventory were visually inspected with no defects found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for a molding defect based on the photos provided; foreign matter (fm) was not observed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® 9nc 0.109m plus blood collection tubes 1 tube had foreign matter. There was no health impact or consequences reported.